Manufacturer narrative:
Implantable cardioverter defibrillator (ICD) corrected to cardiac resynchronization therapy defibrillator (crt-d). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of device memory confirmed that a low voltage alert code 1003 was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This device was explanted and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, (but the battery was still able to support full device function in the event that therapy would have been needed). The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
This supplemental report is being filed to include device analysis information.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
This supplemental report is being filed because the device was explanted.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.